Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the analyzer lost contact with a programmer. The analyzer passed all functional testing. The analyzer was returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer lost contact with a programmer during a case with a pacing dependent patient. The analyzer was returned for service. No patient complications have been reported as a result of this event.